Event description:
Distributor reports incident of a leak in the disposables circuit and possible related machine malfunction. A follow up MDR will be filed when investigation is complete. Bloodline manufacturer was notified of this event in 10/2004.